Event description:
It was reported that the implantable neurostimulator (ins) was not coupling properly with the charger. A maximum scale score of 58 on antenna location was achieved using original charger. A supplemental charger was tested and found unsuccessful at increasing the coupling result. A revision of the ins pocket was performed on (B)(6) 2011. When the physician opened the pocket site, perfect coupling was achieved. The pocket site was then revised and the ins was placed in a more consistent, shallow plane. After replacement of the device, a full 8 coupling bars were immediately recreated. The pocket site was closed and the patient healed with no sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead model 39565-65, (B)(4), implanted: (B)(6) 2011, explanted: unk, programmer model 37743, (B)(4), recharger model 37752, (B)(4), medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.